Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastroesophageal varices procedure performed on (B)(6) 2024. During the procedure, the second band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached to it, two bands were damaged, and the bands overlapped. In addition, the ligator housing teeth were found bent. The trip wire was not secured, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had six bands attached, two bands were damaged, and the bands overlapped, and the ligator housing teeth were bent. It is most likely that the technique used by the physician during the procedure was the reason why the bands ended up getting damaged and overlapped by the force applied from the handle since the bands were not deployed, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire of the speedband superview super 7 device was not secured; however, per the IFU, "secure trip wire in slot on handle unit." Additionally, it was observed that the trip wire wasn't pulled up to take up rest of slack, and the IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastroesophageal varices procedure performed on (B)(6) 2024. During the procedure, the second band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 28, 2024: it was noted that no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block d4 (lot number, expiration date) and block h4 (device manufacture date), and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on october 28, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastroesophageal varices procedure performed on (B)(6) 2024. During the procedure, the second band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 28, 2024: it was noted that no difficulty experienced upon setting up the device.